Event description:
It was reported that the user experienced a low blood glucose event after the ilet delivered insulin in response to elevated glucose earlier in the night, resulting in a subsequent hypoglycemic episode that the user treated with fast-acting carbohydrates. Symptoms included hypoglycemia with a reported nadir of 39 mg/dl, without loss of consciousness or other acute effects, and with device low and urgent low alerts received. Outcomes included no need for medical intervention, no assistance required, and resolution after approximately 40 minutes under 70 mg/dl. Investigation included complaint intake, event characterization, and user education and troubleshooting. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction reported and insulin delivery occurring as part of automated dosing in response to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.